Event description:
During an ankle tendon reinsertion the anchor broke during insertion. The surgeon prepared the insertion site by abrading and with the use of a punch was able to remove the broken portion of the device with a trephine drill. This caused a delay of twenty minutes. The broken part of the anchor was retrieved and no clinical consequence is reported for the patient. Trans-osseous vicryl suture was used to end the procedure and adequate fixation was achieved. No patient injury or complications resulted.